Event description:
The target lesion was a very calcific, distal sfa. The physician was going to deployed the product, and it did not cross the lesion. He then pulled the product back out, and pre dilated. The product began to prematurely deploy outside the body. There was no injury to the patient, and the procedure was completed with another smart 6 x 40 stent. The physician stated the event is more than likely due to him moving too fast.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.